Manufacturer narrative:
(B)(4). Batch # n56y5p. Additional information was requested and the following was obtained: during which firing stroke did the stapler lock (1st, 2nd ,3rd, or 4th)? During firing, after the blade was withdrawn, the device was locked. The red button was used, but it didn¿t change anything. Was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? The tissue was not retrieved from the stapler, it couldn¿t be opened. The device was removed by creating a 2nd stapler line from abdominal proximal by another stapler. Did the jaws eventually open? No. What type of procedure was the device used in? In sleeve gastrectomy. How was the procedure completed? With 2nd stapler. The ec60a device was received for analysis with no visual non-conformances and with an ecr60t cartridge reload loaded on the device. The cartridge reload was received partially fired 1/2 consistent with an incomplete or interrupted cycle. Further analysis the clamping mechanism was noted to be damaged. No functional test could be performed due to the condition of the returned device. The device was disassembled to verify internal components; the closure trigger pin was not property assembled, not allowing that the clamping function as intended. No conclusion could be reached as to how the damage to the device occurred. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an unknown procedure, stapler was locked. The surgeon tried to open it but it didn't open. Unknown what was used to complete the procedure. There were no adverse consequences for the patient.